Event description:
Status post bilateral ivalon sponges for augmentation. Developed firmness with cystic mastitis and had removal with subcutaneous mastectomies and replacement using 200cc "dc" gel implants. Had biopsy of a right breast mass with capsulotomy (open - sclerosing adenosis). Had revision with submuscular 270cc gel implants. The right implant wqs replaced and revised with new gel(270cc) implant and another open right capsulotomy/ectomy performed with replacement of a "coury" custom saline-gel 250 gel:50cc saline. Recurrent contracture led to total redo with replacement using 175cc h/s polyurethane implants with steroids in pocket. The pt developed ischemic necrosis/cellulitis of the left breast with extrusion of the implant. The left was reconstructed with a 375cc double lumen implant (50cc saline). Other than firmness on the right the pt was reasonably happy until january when the right breast suddenly grew in size with increased tenderness. Evaluation by MRI shows leakage and pt was scheduled for removal/reconstruction using trams when insurance company refused to pay. Also complained of symptoms including chronic fatigue, myalgias, arthralgias, dizzy spells, memory loss, rashes, sob, gi disturbance, headaches and visual problems, which pt related to implants.